Event description:
Additional information was received: a revision procedure was performed. It was noted this lead was dislodged. The lead was removed and replaced with a competitor passive fixation lead. Acceptable measurements were obtained post procedure. No further patient symptoms were reported.

Manufacturer narrative:
According to available information, this lead remains implanted. When additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that sixteen days post implant, the patient with this right ventricular lead was hospitalized. It was noted, this lead displayed loss of capture. An x-ray revealed a perforation had occurred. A revision procedure is intended when the patient's hemodynamic status improves.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.